Manufacturer narrative:
Reporter is a synthes employee. Part: 04.615.543y, lot: 43p6023, supplier lot number: n/a, manufacture date or release to warehouse date: february 27, 2020, expiration date: n/a, supplier/manufacture site: (B)(4). No nonconformance reports (ncrs) were generated during assemble of non-sterile production lot number 43p6023. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part: 04.615.542.1, component lot: 12l0524, supplier lot number: 159387, manufacture date or release to warehouse date: october 25, 2019, expiration date: n/a, supplier/manufacture site: (B)(4). No ncrs were generated during component production of lot number 12l0524. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part: 04.615.542.1, component lot: 12l0527, supplier lot number: 159389, manufacture date or release to warehouse date: november 21, 2019, expiration date: n/a, supplier/manufacture site: (B)(4). No ncrs were generated during component production of lot number 12l0527. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part: 498.916.12, component lot: 19p7214, supplier lot: n/a, manufacture date or release to warehouse date: october 30, 2019, expiration date: n/a, supplier/manufacture site: (B)(4). No ncrs were generated during component production of lot number 19p7214. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part: 498.916.17, component lot: 18p0865, supplier lot number: n/a, manufacture date or release to warehouse date: october 22, 2019, expiration date: n/a, supplier/manufacture site: (B)(4). No ncrs were generated during component production of lot number 18p0865. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part: 498.916.13, component lot: 16l1151, supplier lot: n/a, manufacture date or release to warehouse date: september 03, 2019, expiration date: n/a, supplier/manufacture site: (B)(4). No ncrs were generated during component production of lot number 16l1151. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part: 498.916.13, component lot: 18p1015, supplier lot number: n/a, manufacture date or release to warehouse date: october 02, 2019, expiration date: n/a, supplier/manufacture site: (B)(4). No ncrs were generated during component production of lot number 118p1015. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part: 406.107.2, component lot: 15l9724, supplier lot: n/a, manufacture date or release to warehouse date: november 19, 2019, expiration date: n/a, supplier/manufacture site: (B)(4). No relevant ncrs were generated during component production of lot number 15l9724. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part: 406.107.2, component lot: 20p6864, supplier lot: n/a, manufacture date or release to warehouse date: january 30, 2020, expiration date: n/a, supplier/manufacture site: (B)(4). No ncrs were generated during component production of lot number 20p6864. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The product was returned to us customer quality (cq) in disassembled condition for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that one of the transconnector hooks component was slightly bent near screw slot and the 3.5mm special rod component was broken in the transv-connector l75 f/r ø4 tan device. The dimensional inspection was not performed due to the post-manufacturing damage. The functional test cannot be performed as all mating devices were not returned and components in the received device were damaged. The observed bent and broken condition of the components in the transconnector device was consistent with a random component failure that may have been caused by exposure to unintended/overt forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The following drawing reflecting the current and manufacture revision was reviewed: transconnector, variable axis the overall complaint was confirmed as the observed bent condition of hook component and the broken condition of the simple rod component would contribute to the complained device interaction issue. While no definitive root cause could be determined, it is probable that the hook component was bent, and rod component was broken due to the unintended/overt forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a spinal fusion in the cervical spine treating trauma on (B)(6) 2021, rods and the transverse connector were placed but the surgeon was not able to tighten a screw on the left side of the connector. It was found that the rod was not deployed in place. The surgeon tried to release the screw to deploy the rod again, which failed. The procedure was completed with replacement devices with no surgical delay. This report is for a titanium (ti) transconnector 75mm for 4.0mm rods. This is report 1 of 1 for (B)(4).